Manufacturer narrative:
Batch review performed on 12 june 2026 gmk-hinge 02.09.0217h gmk-hinge tibial insert - size2 - 17 mm (k130299) lot: 2247580: (B)(4) items manufactured and released on 02-mar-2023. Expiration date: 12-feb-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height and removed scar tissue, which is a common practice to restore the joint mobility. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
The patient had primary surgery using competitor implants. On (B)(6) 2025, the patient was revised to a medacta gmk-hinge femoral component, insert, and tibial tray. On (B)(6) 2026, the patient came in presenting stiffness in extension and the cause is unknown. The surgeon revised the competitor patella to a size 2 medacta patella, and the gmk-hinge size 2 insert from 17 mm to 14mm. The surgery was completed successfully.